Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: review of the black box data showed unexplained loss of prime on (B)(6) 2016 09:03 followed by an unexplained power on reset at 12:45; deliveries resumed at 16:07. An unexplained power on reset occurred on (B)(6) 2016 16:44; deliveries resumed at 16:50. An unexplained power on reset occurred on (B)(6) 2016 17:05. When pump was powered back on and the time/date was never corrected; the pump ran on factory default time/date until it was manually corrected to (B)(6) 2016 14:51. An auto off was recorded on (B)(6) 2007 23:44; followed by a unexplained power on reset; deliveries never resumed. Pump was manually suspended on (B)(6) 2007 07:08; followed by a power on reset. Deliveries resumed at (B)(6) 2007 07:47. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked above and below the bumper pad. A battery cap was not returned with the pump; a new test battery cap was able to carefully attach to the pump and was used to complete 24-hour duration testing. No power on reset events were duplicated during the investigation. The total daily dose added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Leak testing failed due to a battery compartment leak. The pump cover was removed for investigation with no further evidence of internal moisture observed. Unrelated to the original complaint, the display screen was noted to be discolored/faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia with blood glucose measuring =250 mg/dl associated symptoms of vomiting and dehydration. As a result, the patient was hospitalized on (B)(6) 2016 and treated with insulin via injection and intravenous fluids. The reporter stated the patient¿s serious injury was associated with an intermittent power issue with moisture corrosion present inside the battery compartment. The reporter denied damage to the pump. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged pump malfunction.